Event description:
A silicone lens model aq2010v was defective. It was indicated that when the lens was taken out of the package, the surgeon noticed a nick on the lens. The lens was not implanted and there was no patient contact. The model and lot numbers of the cartridge and injector are unknown.